Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a driveline infection but "not back to the pump pocket". A decision was made by the hospital staff to replace the pump, and the patient¿s pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months. The pump was not returned for evaluation, as it was disposed of by the hospital staff. A correlation between the device and the reported infection could not be conclusively determined. A review of the device history records revealed the pump met all applicable specifications upon product release. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
Upon review of the file it was noted that the date communicated had been reported incorrectly.